Event description:
On 01-27-98 at approx 3:15 p.m., resident fell from shower chair in the shower room. Resident was assessed immediately and was sent to the hosp for treatment. Facility declares that submission of this report does not constitute an admission that med personnel, user facility, dist, MFR, or product caused or contributed to the event.